Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred in the cath lab. While injecting a second dye using a syringe, a portion of the catheter outside the body had burst. As a result, the catheter was removed and a new kit was opened and used with success. No medical/surgical intervention was needed. Therapy was not delayed or interrupted. There was no report of patient death, complications or injury. The patient's outcome is good. Additional information received on (B)(6) 2011 from (B)(6) stated "the syringe used was a 20-25cc syringe."